Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported via a company representative (rep) that the patient had lead removed due to infection. The patient had symptom of redness. A couple days later, a company rep reported that the infection was in progress of being resolved but not completely resolved yet.